Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned with the stent fully mounted onto the delivery system. The filterwire used during the procedure was also returned still loaded through the carotid device. A visual and microscopic examination was performed on the returned device. The filterwire was noted to be severely kinked at multiple locations along its length. The exit location of the filterwire on the outer shaft at the guidewire exit port was noted to be severely damaged. The investigator attempted to remove the kinked filterwire from the device. However, due to the condition of the carotid device¿s shaft and the severe kinking on the filterwire it was not possible to remove the wire. The investigator dissected the filterwire proximal to the embolic protection system and successfully removed the filterwire from the carotid device allowing a full visual and microscopic examination to be performed on the carotid device. A visual and tactile examination identified severe shaft damage at the guidewire exit port (190mm proximal to the tip). The other sheath was perforated and had become separated from the inner shaft. This severe shaft damage may explain why the stent was still fully mounted onto the delivery device although the deployment handle had been pushed forward past the black limit marker. During analysis the investigator was unable to deploy the stent using the deployment handle, the stent required manual deployment from the delivery device. This manual deployment resulted in the outer shaft extending and the complete separation of the outer shaft at the site of the perforation. Once the stent was deployed, the two sections of the shaft were approximately 100mm apart. This initial shaft perforation is consistent with excessive force having been applied to the delivery system which may have occurred during attempts the cross the target lesion while using a kinked filterwire. The investigator manually deployed the stent from the delivery system. A visual and microscopic examination identified no damage or any issues with the stent, stent cups, stent holder or tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01072. Reportable based on analysis completed on 20-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified carotid artery. Following pre-dilatation with a 2mm and 4mm balloon catheter, a 3.5-5.5 190cm filterwire ez¿ was advance but failed to cross the lesion. It was also noted that the device tip was damaged. Another of the same filterwire ez¿ crossed the lesion then a 10.0-31 carotid wallstent¿ was advanced but failed to cross the lesion. The procedure was not completed due to the unavailability of the same stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed outer sheath perforation and catheter entrapment on guidewire.